Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") and uterine leiomyoma ("fibroid of 2 to 5 of 4 cm") in a (B)(6) female patient who had essure (batch no. 628439) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine leiomyoma (seriousness criterion medically significant), menorrhagia ("abundant menstrual bleeding/ hemorrhages") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (essure removal, laparotomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the uterine leiomyoma, menorrhagia and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for uterine leiomyoma with essure. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be unrelated to essure. The reporter commented: the first contact with the patient was on (B)(6) 2016. Essure was inserted through a hysteroscopy without incidences. The patient received treatment to reduce the hemorrhages, but the patient requested surgery to remove essure. The reporter commented the product removal was a patient´s request and commented that the fibroid was the cause of the bleedings and pain. Diagnostic results (normal ranges are provided in parenthesis if available): laparotomy - on (B)(6) 2018: fibroid (2 to 5 of 4 cm), rest of genitals normal. Ultrasound scan - in (B)(6) 2009: device were placed correctly. On (B)(6) 2018: the patient attended a postoperative control where she did not refer to pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 23-jul-2018. The most recent information was received on 09-oct-2018. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain"), uterine leiomyoma ("fibroid of 2 to 5 of 4 cm") and hospitalisation ("hospitalization nos") in a 46-year-old female patient who had essure (batch no. 628439) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine fibroid, bleeding menstrual heavy, multigravida, cystitis, abortion and vaginal delivery. Concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 6 years 7 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("abundant menstrual bleeding/ hemorrhages"). On an unknown date, the patient experienced uterine leiomyoma (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea") and hospitalisation (seriousness criterion hospitalization). The patient was treated with surgery (essure removal, laparotomy, bilateral salpingectomy) and surgery (myomectomy by laparoromy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the uterine leiomyoma, menorrhagia and hospitalisation outcome was unknown. The reporter provided no causality assessment for uterine leiomyoma with essure. The reporter considered dysmenorrhoea, hospitalisation, menorrhagia and pelvic pain to be unrelated to essure. The reporter commented: the first contact with the patient was on (B)(6) 2016. Essure was inserted through a hysteroscopy without incidences. The patient received treatment to reduce the hemorrhages, but the patient requested surgery to remove essure. The reporter commented the product removal was a patient´s request. It is clear that fibroid was not the cause of the bleeding and pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Laparotomy - on (B)(6) 2018: fibroid (2 to 5 of 4 cm), rest of genitals normal ultrasound scan - in (B)(6) 2009: device were placed correctly (B)(6) 2018: the patient attended a postoperative control where she did not refer to pain device similar incident listing (dsil) comment: the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 11-oct-2018 for the following meddra pt: pelvic pain: the analysis revealed 12448 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-oct-2018: essure device removal questionnaire was received. Medical history and patient¿s date of birth added. Hospitalization (reason was not clearly reported) was mentioned as consequences for the patient and was added as event. Primary reason for removal: patient's request. Adverse events: pain and abundant menstrual bleeding. Removal method: bilateral salpingectomy + myomectomy by laparotomy. Surgery indication: myomectomy by laparotomy due to fibroid 45x45 mm/mm. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 23-jul-2018. The most recent information was received on 16-aug-2018. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") and uterine leiomyoma ("fibroid of 2 to 5 of 4 cm") in a 46-year-old female patient who had essure (batch no. 628439) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine leiomyoma (seriousness criterion medically significant), menorrhagia ("abundant menstrual bleeding/ hemorrhages") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (essure removal, laparotomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the uterine leiomyoma and menorrhagia outcome was unknown. The reporter provided no causality assessment for uterine leiomyoma with essure. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be unrelated to essure. The reporter commented: the first contact with the patient was on (B)(6) 2016. Essure was inserted through a hysteroscopy without incidences. The patient received treatment to reduce the hemorrhages, but the patient requested surgery to remove essure. The reporter commented the product removal was a patient´s request. It is clear that fibroid was not the cause of the bleeding and pain. Diagnostic results (normal ranges are provided in parenthesis if available): laparotomy - on (B)(6) 2018: fibroid (2 to 5 of 4 cm), rest of genitals normal. Ultrasound scan - in (B)(6) 2009: device were placed correctly . (B)(6) 2018: the patient attended a postoperative control where she did not refer to pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.